Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, yellow particles and white particles like calcification on outer surface of device, wear abrasion, brown particles in the fill channel, opening on anterior broken the plug strap. Based on the device analysis the final assessment resulted in: sharp opening assessed as unidentified (tear) opening, broken sharp the plug strap assessed as unidentified (tear) opening, and a striated edge openings on anterior side due to surgical damage.

Event description:
Health professional reports a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding explant date has been requested. Device remains implanted. No additional information is available at this time. Device labeling: deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reports a left side deflation. Device remains implanted.